Event description:
It was reported that a physician noted exposed material during a urethral bulking implant performed on a male pt. Sequential compression devices and intravenous antibiotics were given pre-operatively. During the injection, some extravasation of the urethral bulking material was noted in the bladder and was flushed out. Urogel was placed for analgesic effect.